Manufacturer narrative:
Correction: the previous initial filing listed the address of the reporter as: (B)(6). This is an incorrect address, the address should have been; (B)(6).

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ia-2379, lightwave ablator was used in an unknown procedure on (B)(6) 2020. According to the customer, in the middle of the procedure, the device's coating melted on the back of the tip of the device. The procedure was completed using another of the same device. There was no surgical delay reported. There was no patient injury or impact reported. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual examination of the returned used device, item ia-2379 found the coating (insulation) burned at the ablator head. The tip ceramic appears to intact. The electrode appears to have been used based on the condition of the active electrode showing signs of activation. Examination performed per print, could not find any other discrepancies with returned used lightwave. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00003 per the instructions for use, the user is advised the following: - lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. - use ablators only with prescribed generator settings. - high power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.